Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report # 1627487-2014-26001, 26003 and 26004. It was reported the pt was not receiving stimulation. A sjm rep met with the pt and was unable to provide stimulation through several contacts. An x-ray was taken and showed no visual problems. Diagnostics revealed that some contacts are invalid and other contacts are valid. The valid contacts do not provide coverage for the pt's pain. The physician was notified.